Event description:
During operation of the thumper CPR, customer noted shifting of the thumper in relation to pt. Customer removed the device from the pt and continued manual CPR. Customer cited board welds as reason for device shifting on pt.